Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, difficulty was noted with inserting this right ventricular (rv) lead pin into the header of a newly implanted device. Eventually the rv lead was connected to the device and was implanted successfully. No adverse patient effects were reported.